Event description:
Manufacturer received device tracking information indicating that patient underwent vns therapy system replacement surgery because the system "appeared to be non-functioning." Both generator and lead were replaced. Further follow-up revealed that the lead was explanted because it was broken and that the generator was explanted because it was approaching end of life. Caregiver at group home where patient resides indicated that surgery was performed because treating physician beleived that the lead may have become disconnected from the generator. The patient had not experienced any recent injury or trauma that may have damaged the ncp system and did not manipulate the device through the skin. It was reported that the lead wire was noted to be broken during the surgical procedure.